Event description:
It was reported that pump screen was dark and would not turn on, and button was extremely difficult to press and required multiple presses to activate screen. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case and followed button-press instructions, after which screen turned on but button issue persisted, so technical support arranged pump replacement under warranty, instructed customer to continue using current pump until replacement arrived, to place problematic pump in storage mode before return, to reprogram pump settings and reconnect cgm on replacement pump, and to return malfunctioning pump using provided pre-paid label within 10 days.